Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument had damage to the orange region on the distal end. It was identified out of box. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a scratched tube extension. Tube extension scratch marks measured roughly 0.2775¿ x 0.0835¿. The instrument appears to have detached fragments. The complaint was confirmed by failure analysis. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.